Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like the device was ¿revving up¿ or stimulation was increasing from 0 to a higher sensation, causing uncomfortable stimulation. The patient had tried to change the program and turn the device off but that didn't resolve the issue. The hcp checked the impedance and told the rep that everything looked normal and cycling was not active. The patient used one program primarily but tried using a second program and had the same stimulation experience. The rep noted the hcp was going to order imaging to check the lead position. The rep was not with the hcp or patient at the time of the call and would follow up with the hcp. No further complications were reported.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the event was unknown. The rep stated that some actions taken were that the patient tried multiple programs and still had the same symptoms. Patient turned off the device. The results of the imaging are not available as the appointment will take place in (B)(6)2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The patient had not had their appointment, it was delayed and they did not have a new date at that time. The device was still turned off. No further device issue alleged / identified. No patient symptoms or complications were reported.